Manufacturer narrative:
Emdr section h6, codes b, c, d updated to reflect results of investigation.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment for a chronic aortic dissection using a conformable gore® tag® thoracic endoprosthesis (ctag, tgu262610j). The patient tolerated the procedure. On (B)(6) 2018, for an unknown reason a reintervention was performed. Another ctag (tgu313115j) was additionally implanted. The patient tolerated the reintervention. During a follow-up examination, aortic enlargement due to a re-entry flow from the abdominal aorta (outside the ctag treatment area) was found, and another reintervention was indicated. On (B)(6) 2023, two aortic extender components of gore® excluder® aaa endoprosthesis were placed in the abdominal aorta to cover the lumbar artery and inferior mesenteric artery within the re-entry region. The patient tolerated the second reintervention.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.